Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank with moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. Moisture was observed under the display lens. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. The pump casing was cracked between the case seal and keypad. A leak test was performed and a leaks were identified at the cracks in the pump casing. The pump cover was opened and moisture was observed throughout the internal components. A test display screen was used and found to be fully functional.